Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube . The following information was provided by the initial reporter, "he stated that the initial sample was hemolyzed. I explained that this could be the cause of the high k+ result. He asked about centrifugation speeds. I sent him the link to the IFU, the sst tech talk and troubleshooting erroneous potassium's in a clinical laboratory setting wall chart. He will send me the catalog/lot# of the sst tube. (2 of 2) it was reported that the potassium results were high. Result of 4.8 in house. First test resulted in 6.1 and the second draw resulted in 4.8. Customer stated that the first draw, 6.1, was done at an outpatient facility and the second was done in house. Stated that different sites use different centrifuges and wants to know if this could be the issue. No aes and confirmed address with customer. Customer will provide catalog# upon request. Hearing from other outpatient locations that the potassium results appear to be elevated. Event date is unknown (last week)."